Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-4092 threaded distractor was received for investigation. Visual evaluation of the returned device noted the device was significantly damaged, the device was bent, and the surface was heavily nicked, and the laser markings had been corroded off and were no longer legible. It was further noted that the device was returned stuck to an ar-4083m-20 medium oblong cutter batch: 012121 and could not be detached. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use and/or applying excessive mechanical forces.

Event description:
Upon receipt, the ar-4092 was found to be stuck inside of additional part ar-4083m-20, component of abs-4080d-m20 bio-uni disposable cutting kit.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025 it was reported by a sales representative via (B)(4) that an ar-4092 threaded distractor was broken. This was discovered during the case with no patient harm.